Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their implant was originally put in thinking it could help their bowel leakage but it did not at all. Patient stated they did find that it helped their "vaginal problems" at first. Patient reported therapy was not working for them. Patient clarified therapy was working in their rear end (that is where they are feeling it) and stated they want to feel stimulation in their vagina. Patient stated their bowel is "a whole different story" and stated they have no feeling down there. Patient clarified they were feeling stimulation in their gluteal area and they want to feel stimulation in their vagina. Patient reported they were still getting up in the middle of the night to pee several times and they don't like that. Reviewed therapy overview and general programm ing guidance. Agent walked patient through connecting with their implant. Patient confirmed therapy was on. Patient stated their doctor told patient they could change programs. Patient initially stated they were not feeling any stimulation, but then later stated after increasing they were feeling stimulation in their rear end, more at their implant site, "but lower, in my rear end". Patient mentioned the lower programs didn't do anything. Patient changed programs and when therapy was off, reported they were still feeling stimulation in their rear end. Patient confirmed therapy was off when they were still feeling stimulation in their rear end. Patient reported not feeling stimulation in the right area. Patient turned therapy on and increased stimulation to a level where they could feel stimulation comfortably and stated they were starting to feel stimulation more toward their vagina. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor to further address the issue.